Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's (lm) investigation. The device was evaluated by olympus, and the following was observed: the slider was pushed and pulled smoothly. The rear of the loop was not deformed. The stopper was detached from the loop. However, the hook presented no abnormalities such as deformation or bending. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, a mechanism that likely caused the reported event (unable to detach loop from polyp) is as follows: 1) the loop was placed around the body tissue. 2) the tube sheath was pushed forward, and the tissue was temporarily ligated with the distal end of the tube sheath. 3) the slider was pulled to tighten the loop. 4) because the distal end of the coil sheath was not extended from the tube sheath when the slider was pushed, the loop disengaged from the hook inside the tube sheath. 5) the hook protruded from the distal end of the coil sheath, causing the loop to move toward the handle side and enter the coil sheath. 6) pulling the hook caused both the hook and the loop to be drawn into the coil sheath together. As a result, the loop became trapped between the hook and the inner surface of the coil, preventing it from moving. Moreover, a mechanism which likely caused the reported bleeding is as follows: 1) the loop got trapped temporarily between the hook and the inner surface of the coil. However, the trapping was cleared, and the loop was properly engaged with the hook. 2) pulling the slider too hard caused the loop to cut tissue, causing bleeding. However, the root cause of the reported events could not be determined. The event can be detected/prevented by following the instructions for use (IFU) which states: ¿do not strike or crush the coil sheath during operation. Doing so can damage the distal end of the coil sheath, which could make it impossible to detach the loop after ligation. In this case, refer to section 12, ¿emergency treatment¿ and as shown ¿equipment to be used in an emergency¿ in this manual.¿ ¿do not remove the loop from the hook while the coil sheath is not extended from the tube sheath. Otherwise, the loop may be tangled with the hook and become impossible to remove. In this case, refer to section 12, ¿emergency treatment¿ and as shown ¿equipment to be used in an emergency¿ in this manual.¿ ¿do not hold the loop with the distal end of the tube sheath while the loop is surrounding the tissue. Otherwise, when the tissue is ligated, the loop may be detached from the hook in the tube sheath and tangled with the hook. That may make the loop impossible to remove. In this case, refer to section 12, ¿emergency treatment¿ and as shown ¿equipment to be used in an emergency¿ in this manual.¿ ¿do not apply unnecessary force to the loop when ligating tissue during the procedure. Excessive force applied to the loop could cut the surrounding body cavity tissue, resulting in patient injury, such as hemorrhages or mucous membrane damage. It may also damage the endoscope and/or instrument.¿ this supplemental report includes an update to h3 from the initial medwatch. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the doctor was using the single use ligating device for the ligating a big polyp in an unknown procedure. The device was inserted into the scope and ready to be deployed and managed to hold the polyp with the ligating device, but the loop got stuck and could not be ligated as desired (tightened) and the suddenly got cut off that caused bleeding. The patient needed to stay back at the hospital due to bleeding. Follow-up to obtain additional patient outcome and procedural questions have been conducted and is pending further information.